Event description:
It was reported that during a low anterior resection procedure, the staples were not formed after firing. The surgeon replaced the anastomosis, but the length of remaining rectum was shorter than originally planned. Surgery was prolonged one hour. They performed another double stapling anastomosis and chose competitor products, for rectum transaction and anastomosis. There were no adverse consequences to the pt. There is no info about pt due to hosp rule for protection of pts.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.